Event description:
It was reported by the plaintiff's attorney that on an unspecified date, the plaintiff was implanted with an unspecified product. The plaintiff's attorney alleged that the plaintiff "suffered/will continue to suffer pain, suffering, disability," and impairment.

Manufacturer narrative:
It is unk what ams pelvic mesh product was implanted. Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.